Event description:
It was reported that during a colostomy take-down, the device fired, but the staples did not form. A same like device was used to complete the procedure with no adverse consequence to the patient.